Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not fully close the clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have grip input disk axis six (6) completely broken and input disk seven (7) cracked inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged/other components near the broken inputs were damaged which may indicate potential improper reprocessing. The complaint regarding clips do not fully close was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.